Manufacturer narrative:
Concomitant medical products: dtma1d4, crtd, implanted: (B)(6) 2018: 511212, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial under-sensing due to small p-waves. The ra lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.